Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/01/2016. Additional information: age/date of birth.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat menometrorrhagia and stress urinary incontinence. The patient underwent the concurrent procedures of a vaginal hysterectomy and hysteroscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2005 for chronic pelvic pain. No additional information was provided. (B)(4).